Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent dislodgement. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that during removal of the protective sheath the stent dislodged simultaneously from the xience prox stent delivery system (sds). This occurred outside the patients anatomy. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.